Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which has been implanted for approximately 64 months, was exhibiting a battery monitoring voltage of 2.58 v and an extended charge time of greater than 20 seconds, resulting in elective replacement indicator (eri) declaration. Subsequently, the device was explanted and returned for analysis. No adverse patient effects were reported as a result of these observations.

Event description:
--

Manufacturer narrative:
Laboratory analysis of this device is currently in progress. This event will be updated as additional information becomes available.

Manufacturer narrative:
Upon receipt at boston scientific's (B)(4) laboratory, the device was thoroughly inspected and analyzed. An engineering level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion.